Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and found that upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the axis 3 replicating the reported event. The mtm2 was then installed onto a test platform where power up was found to be failing on the axis 3. Once testing was completed, the axis 3 motor was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was reported that error #23008 occurred at startup on the right master, resulting in a hard fault situation. Initial troubleshooting included performing a hard restart, but this did not resolve the issue and the system continued to fault during startup. The site requested urgent follow-up since the system was down. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was aborted with no patient involvement.